Event description:
A medtronic rep reported that navigation was 1cm inaccurate posteriorly during a cranial tumor resection. Tracer technique was used to register pt in a supine/head turned position. Accuracy was confirmed when anatomical landmarks were checked prior to draping. When the surgeon removed the bone flap he alleged navigation appeared inaccurate. The surgeon felt navigation might have been inaccurate earlier in the procedure, prior to making the incision. Medtronic rep recommended the surgeon re-verify the probe. After re-verifying the probe, the surgeon said accuracy had improved and successfully resected the tumor with no negative impact to the pt.

Manufacturer narrative:
System checkout performed at the site. Vertek arm was able to be moved ever so slightly if a significant amount of force was applied. Medtronic rep showed this to the surgeon and made the suggestion to double-check tightness of arm during use. Simulated registrations on models were accurate. Optical components working properly. System passed testing.